Event description:
The device was removed from the patient after use and it was noted to be broken while being transferred to a bowl of saline. There was no reported clinical consequence to the patient.

Event description:
The device was removed from the patient after use and it was noted to be broken while being transferred to a bowl of saline. There was no reported clinical consequence to the patient.